Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the black box showed on (B)(6) 2015 19:47, the pump was manually suspended and manually resumed at 21:59. The pump was manually suspended again at 17:53 and manually resumed at 18:32 on (B)(6) 2015. The pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at the end of testing, the basal history correctly showed 2.0u and total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 588 mg/dl with polydipsia associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the customer changing the basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.